Event description:
It was reported that an empty cartridge alarm occurred. The customer's blood glucose level was 170 mg/dl. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.